Event description:
Customer reported to beckman coulter, inc. (Bec) that the needle bellows on the coulter lh 780 hematology analyzer was leaking diluted blood. Customer reported that the volume of the leak was less than 10 cubic centimeter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the bottom retainer ring on the needle bellows was broken, causing a slight leak under the aspiration needle bellows. The fse replaced the needle bellows. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).